Event description:
It was reported while using bd plastipak¿ 3ml syringe the plungers broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: 1 patient. Two different 3ml syringes. It has been reported by the customer that these 3ml syringes broke at the stem while being depressed. No harm or injury occurred during the malfunction.

Manufacturer narrative:
One photo, one loose 3ml syringe, and one loose 3ml plunger rod were provided to our quality team for investigation. Based on the samples and photo investigation it was unable to determine if any damage was present prior to usage on the affected plunger. As the product snapped during usage it is unclear whether there was damage present prior to usage or if damage occurred during syringe handling. Additionally, as the comparison sample was manipulated to show the defect as noted in the photo provided. The comparison in the photo cannot be used to confirm any conditions. Therefore, a potential root cause cannot be established, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plungers broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: 1 patient. Two different 3ml syringes. It has been reported by the customer that these 3ml syringes broke at the stem while being depressed. No harm or injury occurred during the malfunction.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.